Event description:
During use of the device for a cardiopulmonary bypass procedure, the centrifugal pump control module did not display flow values as expected. Technical support instructed the user to place the module into another channel on the power supply. The user stated that moving the module remedied the problem. There was no reported adverse consequence to a patient as a result of this event.

Manufacturer narrative:
This event was originally reported in combination with another event on medical device report number 1828100-2008-00307. During the evaluation of the device, it was determined an additional report should be submitted.